Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be loosening. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0849, mfd. 11/22/13, expires 2018-11, (B)(4); 2nd (middle): ifuse implant, p/n 7045-90, lot# i0883, mfd. 12/23/13, expires 2018-12,(B)(4); 3rd (inferior): ifuse implant, p/n 7040-90, lot# 164679, mfd. 09/30/13, expires 2018-09, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient did not have pain relief following the initial procedure. A different surgeon believed that two of the implants may have been loose. In (B)(6) 2016, the surgeon performed a revision surgery where he removed one implant and added a larger diameter implant in the same hole and then added an additional implant in a new position. It required considerable effort to remove the implants as they were both solidly fixed in bone. The status of the patient following the revision surgery is not known.